Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent system was used during a common bile duct stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to pancreatic cancer. The stricture was 2cm in length and located at the papilla of vater in the biliary tree. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent failed to deploy from the delivery system due to "problems with stent pusher that is inside of outer sheath." No visible damage was noted to the device. The distal end of the stent did not perforate the outer sheath. A temporary plastic stent was placed as another of the same device was not available. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: based on the device analysis, which indicates that the stent was kinked, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unavailable, the patient was reported to be over 18 years of age. (B)(6) - the evaluation findings of stent kinked. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the tip by approximately 7mm. The shaft of the device was kinked at approximately 108mm proximal to the distal tip. The inner shaft was extremely kinked and twisted and was exiting the guidewire access port. During a functional analysis, an attempt was made to retract the outer sheath; however, the inner shaft further exited the guidewire access port. The shaft of the device was dissected proximal to the guidewire access port and the stent deployed distally. An examination of the deployed stent noted it was kinked at approximately 10mm distal to its proximal end; the kink is consistent with the kink noted in the shaft. An examination of the inner shaft noted that it was severely kinked and twisted where it had exited the guidewire access port. It was also kinked at approximately 6mm distal to the distal end of the stent holder. No issues were noted with the stent cup or holder. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.